Event description:
The device was used during a laparoscopic bowel procedure. The white tissue pad broke off and landed in the pt. There was no consequence to the pt. The rep reported the procedure was lengthy. There was not a lot of mesentery in the jaws of the device. To finish the case the surgeon used a second device and was able to remove the tissue pad laparoscopically.